Manufacturer narrative:
H6: code c21 - results pending completion of product history review. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During deployment of a contralateral leg endoprosthesis on the contralateral (left) side, the endoprosthesis landed partially at the left external iliac artery and the left internal iliac artery was partially and unintentionally covered by the endoprosthesis. An attempt was made to push-up the endoprosthesis using a balloon, but it was not successful. Delayed blood flow to the left internal iliac artery was observed, but no further treatment was performed. There was no calcification, tortuosity, or thrombus, but based on the case report, the common iliac artery looked angulated. The patient tolerated the procedure. Reportedly, push-up was insufficient during deployment. The measurement for the leg implantation was about 11 cm. However, the physician decided to select plc161400j, not plc161200j, and wanted to push it up. Therefore, more than 2 cm pushing-up was necessary, so the physician was strongly advised to push up the plc161400j in the aneurysm sac before the deployment, but it was actually pushed while deploying. It was reported that more than 2 cm to push up was necessary. The physician reportedly stated they may have misjudged the distal edge of the stent graft.